Manufacturer narrative:
Sections with additional information as of 29-oct-2021:h6: updated FDA¿s type, findings and conclusions codes.h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Products were not replaced note: manufacturer contacted customer in a follow-up call on 17-aug-2021 to ensure the customer's initial concern has been resolved - able to establish contact with customer. Customer states initial concern has been resolved.

Event description:
Consumer reported complaint for hi blood glucose test results. Assistant is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer¿s expected blood glucose test result range is unknown. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 01/13/2023 and open vial date is (B)(6) 2021. The meter memory was not reviewed for previous test result history.